Event description:
Ge healthcare engineering reported that during in-house testing that as a precision 500d tabletop is tilting with tabletop extended, the table will intermittently go past the retraction angle and keep tilting without retracting the tabletop. No patient was involved and no injuries were reported.